Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, a used eclipse needle was shown. It appears that some issue related to the cannula may have prevented the safety shield (pink part) from activating properly. However, since the needle has been used, we cannot discard the possibility of an issue occurring during use. As a lot number was unknown for this incident, a review of the relevant production history records could not be completed. The assembly process has a system in place which inspects 100% of the product for proper opening and activation of the safety shields, rejecting any defective product identified. Each lot manufactured is tested for final safety shield activation prior to its release. If this issue were to recur, we would greatly appreciate the opportunity to review the affected needle. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1-1/2 rb bns - needle shielding failure. It was reported by customer that safety needle arriving outside the sheath.